Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('full hysto') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced paralysis ("fell down paralyzed/falling down paralyzed"), cataplexy ("cataplexy"), dizziness ("dizziness"), cystitis ("instational cystitis"), metal poisoning ("heavy metal poisoning") and connective tissue disorder ("connective tissue disorder") and was found to have weight decreased ("I have lost 3 dress sized 20 lbs"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the medical device removal, dizziness, cystitis, metal poisoning and weight decreased outcome was unknown and the paralysis and cataplexy had resolved. The reporter considered cataplexy, connective tissue disorder, cystitis, dizziness, medical device removal, metal poisoning, paralysis and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('full hysto') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced paralysis ("fell down paralyzed/falling down paralyzed"), cataplexy ("cataplexy"), dizziness ("dizziness"), cystitis ("instational cystitis"), metal poisoning ("heavy metal poisoning") and connective tissue disorder ("connective tissue disorder") and was found to have weight decreased ("I have lost 3 dress sized 20 lbs"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the medical device removal, dizziness, cystitis, metal poisoning and weight decreased outcome was unknown and the paralysis and cataplexy had resolved. The reporter considered cataplexy, connective tissue disorder, cystitis, dizziness, medical device removal, metal poisoning, paralysis and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event connective tissue disorder was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("full hysto") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced paralysis ("fell down paralyzed/falling down paralyzed"), cataplexy ("cataplexy"), dizziness ("dizziness"), cystitis ("instational cystitis"), metal poisoning ("heavy metal poisoning") and connective tissue disorder ("connective tissue disorder"), was found to have weight decreased ("I have lost 3 dress sized 20 lbs") and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy (full)). At the time of the report, the paralysis and cataplexy had resolved. The outcomes for medical device removal, dizziness, cystitis, metal poisoning and weight decreased were unknown. The reporter considered cataplexy, connective tissue disorder, cystitis, dizziness, medical device removal, metal poisoning, paralysis and weight decreased to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The following amendment was made: upon internal review this case found to be duplicate of (B)(4) so this needs to marked for deletion. All source documents, references , events have been transferred to retention cases. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('full hysto') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced paralysis ("fell down paralyzed/falling down paralyzed"), cataplexy ("cataplexy"), dizziness ("dizziness"), cystitis ("institutional cystitis") and metal poisoning ("heavy metal poisoning") and was found to have weight decreased ("I have lost 3 dress sized 20 lbs"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the medical device removal, dizziness, cystitis, metal poisoning and weight decreased outcome was unknown and the paralysis and cataplexy had resolved. The reporter considered cataplexy, cystitis, dizziness, medical device removal, metal poisoning, paralysis and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Processed with initial case and follow up 1,2,3,4 case becomes an incident. New event added: heavy metal poisoning, medical device removal. Reporter was added. On 20-mar-2020: social media received. Processed with initial case and follow up 1,2,3,4 . New event added: weight loss. Reporter was added. On 23-mar-2020: social media received: reporter added. On 23-mar-2020: social media received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.